Event description:
It was reported that the radio frequency programmer head was not working properly. It was further noted that the head did not need to be replaced. The head was returned for service. There were no patient complications reported as a result of this event.

Event description:
It was reported that the radio frequency programmer head was not working properly. It was further noted that the head did not need to be replaced. The head was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.